Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that every once in a while they are awakened by a sensation from their implantable pulse generator (ipg). The patient described the feeling as the same as when their ipg is tested at the clinic. It was further reported by the physician that the right atrial (ra) lead demonstrated far field r-wave (ffrw) oversensing / noise and the lead had been previously reprogrammed. There is a plan in place for continued monitoring of the lead which will remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited high thresholds. The patient will continue to be monitored.